Event description:
The customer was taken to the emergency room to be treated for low blood sugars. The nurse stated that they could not verify any information at the time of call. The nurse was advised to have the customer call back to do further troubleshooting.